Event description:
It was initially reported that an alarm was heard, but not yet confirmed via telemetry. The patient was noted to have no symptoms. It was later reported that the pump was replaced due to end of service. The patient heard a non-critical alarm on the morning of (B)(6) 2011, and then a critical alarm that night every 30 minutes. Telemetry strips indicated the critical alarm interval was 30 minutes. The patient experienced withdrawal. The patient started feeling restless at 1:00 am on (B)(6) 2011. It was further reported that later in the day, the patient began to feel itchy; and his tone increased to where he couldn't walk. The patient was admitted to a hospital and was given oral baclofen and adavan. Patient experienced a 7 hour episode of priapism during the withdrawal period. A dye study was planned to occur on (B)(6) 2011. The catheter was confirmed as being kinked; and a revision was done on (B)(6) 2011. During the revision, it was discovered the catheter had come apart at the pin connector. A repair was completed. The patient was discharged from the hospital. On (B)(6)2011, it was reported that the patient had taken the "old" pump home after the explant procedure; and the alarm occurred as a result of not being silenced after explant. It was further reported the catheter was found to be completely severed at the proximal end. A 66 cm revision kit was then added; and the catheter was lengthened. Following the surgical procedure, the patient was placed on a dose rate of 300 mcg. A physician had increased the dose to 360 mcg after a couple of days/prior to discharging the patient. The patient was noted as doing fine at this time. Later on (B)(6) 2011, it was noted that following the catheter replacement procedure, the patient had a second priapism; and was experiencing clonus in the hands. Underdose was further reported. The patient was noted as not having been placed on new medication. The drug infused was lioresal.

Manufacturer narrative:
(B)(4).